Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the compact plus meter 2. Reference medwatch with patient identifier (B)(6) for the compact plus meter 1.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 43 mg/dl (compact plus meter 1) and 77 mg/dl (compact plus meter 2) 49 mg/dl, 92 mg/dl, and 59 mg/dl (compact plus meter 1) and 47 mg/dl, 56 mg/dl, and 70 mg/dl (compact plus meter 2) sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.